Event description:
During a total hip procedure, the electrosurgical handpiece that is included in the medline moskal total hip pack malfunctioned. The device was actively firing without surgeon manually starting it. No injury occurred, but potentially could have.